Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exacerbation of congestive heart failure. Possible atrial lead dislodgement was noted on presenting electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.